Manufacturer narrative:
Correction to section h11: additional manufacturer narrative: previously reported: a complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the install date july 16, 2025 through aware date august 18, 2025. There were two similar complaints identified during the search period, including this case. Corrected serial number: a complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the install date july 16, 2025 through aware date august 18, 2025. There were two similar complaints identified during the search period, including this case.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse performed a sorter test and the sorter was not holding the adjustment. The fse replaced the main board and verified the resolution by running a sorter test and controls without issues. No further action required by field service. The aia-900 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the install date july 16, 2025 through aware date august 18, 2025. There were two similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to a faulty main board.

Event description:
A customer reported "4053 sorter-z home over run" error on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
The main board and lithium battery were returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found. Functional testing was performed by using a digital multi-meter and checking the battery voltage directly on the main board. The lithium backup battery measured 2.8 volts (for nominal 3.0 volts). The depleted battery cell was unable to hold system parameters, resulting in the main board not holding sorter adjustments. The most probable cause of the reported event was due to a faulty battery on the main board.